Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that upon arrival to the cardiothoracic intensive care unit on (B)(6) 2020, the patient tested positive for (B)(6). On (B)(6) 2020, the patient experienced two episodes of ventricular tachycardia >200 bpm. Each time the patient's implantable cardioverter-defibrillator (ICD) shocked the patient out of rhythm. Potassium was 3.1. Potassium and magnesium was replaced and electrophysiologist reprogrammed the ICD. The patient was hemodynamically stable but felt shocks. On 20nov2020 it was reported that the patient had ongoing intravenous diuretics and sodium dropped to 128-131 daily. The patient was not experiencing any symptoms and no treatment was planned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of ventricular tachycardia, colonic ileus, and hyponatremia could not be conclusively established through this evaluation. The patient had a nasal swab taken upon arrival to the cardiothoracic intensive care unit on (B)(6) 2020 that was positive for bacteria, and the patient was subsequently placed on precautions. The infection was not considered device-related, and it was communicated on (B)(6) 2020 that the infection remained ongoing with a stable condition. The patient experienced colonic ileus on (B)(6) 2020, diagnosed via a kidney, ureter, and bladder (kub) x-ray, that resolved by (B)(6) 2020 following aggressive bowel preparation and was not considered device-related. The patient also experienced hyponatremia on (B)(6) 2020, for which the patient had ongoing intravenous diuretics, that resolved on (B)(6) 2020 and was not considered device-related. The patient experienced two episodes of ventricular tachycardia on (B)(6) 2020 for which the patient¿s implantable cardioverter-defibrillator (ICD) shocked the patient out of rhythm, which the patient felt. The patient¿s potassium level was slightly low, the patient¿s potassium and magnesium were subsequently replaced, and electrophysiology reprogrammed the patient¿s ICD. The cardiac arrhythmia resolved on (B)(6) 2020 and was not considered device-related. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia and infection as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jun2020. No further information was provided. The manufacturer is closing the file on this event.